Event description:
A customer contacted beckman coulter inc. (Bec) reporting one damaged ostase calibrator vial which caused the contents to leak. One qc box was affected by the one damaged qc vial. The customer did not report affect to end user or patients in association to this event.

Manufacturer narrative:
An investigation of the damaged ostase qc and calibrator vials was conducted at bec. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed. (B)(4).